Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of a set breaking apart during infusion was received from the customer. A photo was provided to aid in the investigation of this defect. In the photo, separation of the set could be observed at the top of the pumping segment. The customer complaint was verified. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 3ss cv experienced component separation. The following information was provided by the initial reporter: material no: 2426-0007. Batch no: unknown. Device t broke apart during chemotherapy administration to our patient. The pump began alarming soon after initiated. When the rn opened the pump tubing channel, the IV fluids/chemotherapy began to leak out d/t rupturing of the IV tubing proximal to the ¿pump segment¿ at the blue connection. We do not have the lot# or expiration date because pharmacy admixes the chemotherapy and primes the tubing. The spill occurred a period of time after admixture so it is impossible to determine the packaging from this specific patient.